Manufacturer narrative:
The device was not returned for investigation, and a device history record review was unable to be conducted as the lot number for the device was not reported or able to be ascertained.

Event description:
A patient underwent a convergent procedure via sub-xyphoid approach with left atrial appendage exclusion (laae) using a prov45 clip. After placement, the physician waited approximately one minute to confirm adequate closure from multiple angles, check for st elevations, and ensure the circumflex artery remained open. Roughly ten minutes later, the patient's pressures dropped, and they experienced rhythm loss. Compressions were initiated, and the patient was placed on bypass. The prov device was removed and the patient was cardioverted, returning to normal sinus rhythm (nsr). Observing proper left ventricular function and contractility, the team decided to place another clip of the same size. The new clip was successfully implanted without complications. The surgeon reported that the patient passed all cognitive tests and is expected to recover without lasting issues. There was no reported device malfunction, and the adverse event was the result of a procedural complication.